Event description:
The manufacturer received a report alleging that a patient experienced a myocardial infarction (heart attack) while using a ds2adv auto CPAP device. The patient reported cleaning the device nearly daily using mild soap and water. The patient was unable to recall the device settings at the time of the event. The patient reported contacting emergency medical services (ems), who evaluated the patient at home and transported them to the hospital. The patient stated that a heart attack was diagnosed, several stents were placed, and medication changes were made. The patient reported still being in recovery with short-term memory loss. The patient expressed concern that the device may not be functioning properly. Additionally, the patient noted discrepancies between actual usage and the usage recorded by the device, stating that the recorded hours reflected approximately one-third of the actual use. The patient was informed that the dreammapper application had recently undergone a software update and is currently experiencing delayed functionality, which may affect data synchronization. As a result of the update, compliance reports can no longer be generated through the dreammapper application. The engineering team is actively working to resolve the issue; however, a resolution timeline is not currently available. The patient was advised to contact their healthcare provider, who may be able to access usage data through the care orchestrator platform. The device has not been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.